Event description:
Discordant advia centaur cp troponin ultra results were obtained on pt samples. The results were not reported. There are no reports of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. The fse checked the wash station, sample and reagent probe alignment and decontaminated the instrument. The instrument is performing within specifications. Customer will monitor the device to see if the problem returns.